Manufacturer narrative:
Manufacturer's investigation conclusion. The report of outflow graft thrombosis could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19dec2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists possible pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that a computed tomography angiography (cta) on (B)(6) 2021 showed a thrombus in the proximal outflow cannula with up to 50% narrowing of the lumen. The patient¿s status on the transplant list was upgraded to 3. They also had small left pleural effusion. The patient¿s international normalized ratio (inr) goal was increased to 2.5-3.5 and they were asymptomatic. There were no changes to pump parameters or anticoagulation status that may have contributed. The account will continue to monitor the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that had a computed tomography angiography (cta) done on (B)(6) 2021 that showed proximal aspect of the outflow cannula with up to 50% narrowing of the lumen. The patient was at home. The patient was uplisted to status 3 on the transplant list. The inr goal was increased to 2.5-3.5.